Event description:
During an arthroscopic subacromial decompression procedure of the shoulder using a super turbovac with integrated cable arthrocare wand, the patient sustained several burns. The burns were reported as second and third degrees burns measuring 6 cm by 2 cm and 2 cm by 3 cm. The burns were treated with bandages. The physician did not know how the patient sustained the burns.

Manufacturer narrative:
Awaiting the return of the device to complete the investigation.